Manufacturer narrative:
Block b3: exact date unknown, event occurred four weeks prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn:m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7079834, UDI: (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) migrated due to weight loss, and the patient experienced pain at the pocket site and difficulty charging. It was also noted that a lead had high impedances. The patient underwent an ipg and lead replacement procedure and was doing well postoperatively. The explanted devices were kept by the medical facility.